Manufacturer narrative:
A ge representative evaluated the system and the customer replaced a blown fuse. The system operates as intended.

Event description:
The customer reported a loss of live image. No pt injury was reported.